Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) changeout procedure it was discovered that the patients right ventricular (rv) lead had a high amount of short interval counts (sic), and was exhibiting low impedance levels on the high voltage coil. The physician chose to cap and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).